Event description:
It was reported that after connecting to the gas, a continuous flow was detected, even when the device was switched off. There was no patient involvement and no patient harm/adverse event reported

Manufacturer narrative:
Device evaluation: one device was received for investigation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No damage or anomalies were observed on the device during visual inspection. The device was subject to electronic and pneumatic tests, and the reported issue was confirmed. The issue was traced to the device o-ring, which was determined to be old. The device o ring was replaced.